Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI (B)(4), serial: (B)(4), batch: a000079379.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Diagnostics revelated high impedance on one of the leads. Investigation was unable to determine which of the 2 leads has high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that one of the leads migrated.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead resolving the issue. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.